Event description:
It was reported via sales that an edwards aortic bioprosthetic valve was explanted due to heavily calcified leaflets four (4) years after implant causing stenosis. Operative report states, "the valve itself had boulders of calcium on the leaflets but the leaflets themselves had calcified and were immobile, so the valve was explanted...patient tolerated the procedure well and was taken in critical, but stable condition to the ICU."

Manufacturer narrative:
X-ray. Device evaluation summary - as received, heavy calcification was observed in the cusp areas of all three leaflets. Free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate to heavy at the stent inflow and minimal at the stent outflow. Hematoma was observed on leaflet 2 at the outflow aspect. The x-ray demonstrated calcification, commissures 1 and 3 wireform distorted. These damages are most likely due to implant or explant. Additional manufacturer narrative - the reported calcification was confirmed by device evaluation.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device has been requested from the healthcare provider but has yet to be returned. Report of aortic bioprosthetic valve calcification four years post implant. Although not confirmed by device evaluation, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient's medical history may have played an important role leading to this event. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time, additional information will be reported if provided.